Manufacturer narrative:
Reported event: it was reported that the irrigation clip fell off during burring. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: not performed as no lot no was provided. Complaint history review: not performed as no lot no was provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be re-opened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During burring, irrigation clip fell off, surgeon frustrated with new design. Irrigation flow was poor. Surgeon stated tip of irrigation clip was clotted. Pka case.

Manufacturer narrative:
Supplemental follow up #2 was initiated to update section (510k number).

Event description:
During burring, irrigation clip fell off, surgeon frustrated with new design. Irrigation flow was poor. Surgeon stated tip of irrigation clip was clotted. Pka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. The device was not returned for evaluation.

Event description:
During burring, irrigation clip fell off, surgeon frustrated with new design. Irrigation flow was poor. Surgeon stated tip of irrigation clip was clotted. Pka case.